Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer experienced high blood glucose over 500 mg/dl. The customer's blood glucose was 309 mg/dl at the time of call. The caller stated that the customer was nauseous. The caller stated that the customer treated the high blood glucose. The caller stated that the drive support cap appeared normal. The caller performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.